Manufacturer narrative:
The pump was not returned to moog. Because we were unable to perform an evaluation, the complaint could not be duplicated, and is thus unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The initial reporter stated that the customer, who was using the pump to deliver formula to his child, stated that the tube may have had film coating its inner layer, as the pump did not stop and infused air into the child's stomach. The customer was advised to set the pump for a does of formula instead of infinity and to carefully mix formula before starting feeding. During a follow-up call, moog was informed that the customer has had no further issues after being educated. They stated they were not planning on sending the pump back to moog for evaluation, and refused to provide the pump's serial number. No patient injury was reported.